Manufacturer narrative:
Concomitant medical products: product ID: 977a290, serial#: (B)(4), implanted: (B)(6) 2018, product type: lead. Product ID: 977a290, serial#: (B)(4), implanted: (B)(6) 2017, product type: lead. Other relevant device(s) are: product ID: 977a290, serial/lot #: (B)(4), ubd: 13-mar-2021, UDI#: (B)(4). Product ID: 977a290, serial/lot #: (B)(4), ubd: 03-nov-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. The manufacturer representative attended an appointment regarding replacing the implantable neurostimulator. The manufacturer representative interrogated the device and found that multiple electrodes had impedance values that were out of range and greater than 10,000 ohms. Instead of just replacing the implantable neurostimulator, the physician will also be replacing both leads due to these impedance issues. Surgery has been planned, but not yet scheduled. It was noted that the leads are currently placed occipitally.